Event description:
It was reported that resistance was met while advancing the catheter over a guide wire and during the removal attempt, the tip of the catheter separated outside of the patient and remained on the guide wire. The separated tip was easily identified and removed from the guide wire.